Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024, and the patient was re-implanted with a new cochlear device during the same surgery.

Event description:
Per the clinic, open circuits were noted on 14 electrodes (specific date not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. The implanted device remains.

Manufacturer narrative:
This report is submitted on may 24, 2024.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.